Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined. A cause for these events could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ (under "anticoagulation") contains information on controlling infection. This section also lists hypovolemia as a potential late postimplant complication. Heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline infection noted: MFR # 2916596-2021-05593. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 where the clinician identified a possible driveline infection. The patient had erythema around driveline site that was warm to touch. Patient denied purulent discharge, fever, or chills. The patient had a previous driveline infection in (B)(6) 2021 that resulted in pseudomonas aeruginosa and patient was given ciproflaxin bid (twice a day) and was still on antibiotics. Subsequent cbc (complete blood count) demonstrated a white cell count of 11.8. Patient initially appeared very well but while in clinic became tachycardic with a heart rate up to 120 bpm. Bedside ultrasound revealed a small collapsed ivc (inferior vena cava) which was challenged 500 cc. With the patient's history of wound culture positive for pseudomonas, patient was started on cefepime and vancomycin. The patient was admitted to cardiology on (B)(6) 2021. As of (B)(6) 2021, the patient's family member noted that increased drainage was noticed about a week prior. Gram statin revealed white blood cells "no organisms seen, no growth in 2 days." Abdominal ultrasound showed no significant fluid collection. On (B)(6) 2021 the patient had a PICC (peripherally inserted central catheter) line inserted for delivery of antibiotic IV (intravenous) cefepime through (B)(6) 2021. The patient was discharged on (B)(6) 2021 and awoke on (B)(6) 2021 and discovered PICC line was bleeding (vascular access problem). The patient was examined, labs, IV antibiotics were given, and patient was discharged from the emergency department.